Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to advance/position and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderately tortuous de novo posterior lateral artery that was 90% stenosed. The 2.50x15mm xience sierra stent delivery system (sds) failed to cross due to resistance with the non-abbott 5f support catheter (sc). An attempt was made to withdraw the sds, but resistance was felt with the sc. Therefore, the sds and sc were both removed together. It was then observed that the proximal end of the stent had bent struts. The sc was then upsized to a 5.5f and the lesion was dilated again using a non-compliant 2.25x12mm non-abbott balloon. A 2.25x15mm non-abbott stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.